Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the common carotid artery (cca) with the enroute 0.014'' guidewire. An unplanned additional stent was placed to address the dissection and the procedure was completed successfully with no further compilations.

Manufacturer narrative:
Additional/updated information can be found in the following fields: f7: type of report. F8: date of this report. F11: report sent to FDA. H10: additional narrative: this supplemental MDR is being submitted to reflect the correct " date of this report" and "report sent to FDA" (field f8 and f11) for the initial report. There is no change to the details of the event in the initial report.